Event description:
It was reported the patient died in 2008. A postmortem was performed and demonstrated an "epidermal needle (2-3 inches in length) as found inside the patient, behind the pacemaker." The patient had recently undergone a competitor device change. It was reported by the competitor "we have been informed that the cause of death seems to be congestive heart failure, and not related to the device." The patient's family is suggesting, however, that the needle that was left inside the patient may have contributed to the death. There is no allegation from a health care professional that the death was device related. Additional information as to cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found, proximal conductor stretched, all conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors stretched, all conductors blood/body flluid (not obstructed), all insulation's torn. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.